Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open low anterior resection surgery, at the time of stapling, the surgeon needed to redo the proximal part of the colon. The first anvil was needed to be cut out. Tissue loss and tissue damage were reported that 40 minutes was added on surgical time. A new device was used to resolve the issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument received noted no abnormalities. Inspection of the anvil noted damage to the mylar, the over mold of the center rod and on of the retainer legs was bent. The anvil was received not tilted. Functionally, the instrument was closed with appropriate media and the anvil disengaged from the instrument. Inspection of the instrument's internal components noted that the shell was disengaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged shell may occur when an obstruction is inserted inside the anvil assembly causing it to disengage from the clinical device while closing the instrument and/or firing it. Disengagement of the shell can lead to disengagement of the anvil when closing and prevent cutting. Additionally, the disengaged anvil could lead to the improperly formed staples as the staples don't have a solid base(anvil) to compress. Dst eea information for use (IFU) include specific instructions for the user to manually inspect the attachment to ensure that the anvil/center rod assembly and integrated trocar are fully mated. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.